Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 122486013, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced deflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ambicor penile prosthesis (app) was implanted. The patient did not experience any further complications.